Event description:
It was reported that during a ptca procedure, crossing difficulties and shaft damage occurred with the maverick2 monorail ptca catheter. According to the customer, "patient whose lad (length: 24 mm) was moderate stenosis was pre-dilated by balloon 4.0/20 mm at 9 atm. But not cross and damage in shaft." The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "clear." Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for batch 6271395 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise to product quality.